Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us, however it is similar to the relay plus thoracic stent graft system approved for sale in the us (p110038). The event occurred in china.

Event description:
The patient was diagnosed with type b dissection. The surgeon performed the surgery under IFU, but after released the relay nbs plus, the stent graft, when it came to stage 4, pulled the tip back to the outer sheath, it was not smoothly, however, withdrew to the outer sheath before remove the delivery system, couldn't remove with the plus delivery system. The surgeon had to use a snare to capture the tip head cut the vessel open, caused an unnecessary damage to the patient, so the surgeon complaint about the quality of relay nbs plus. Patient outcome - unknown.

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us, however it is similar to the relay plus thoracic stent graft system approved for sale in the us (p110038). The event occurred in china.

Event description:
The patient was diagnosed with type b dissection. The surgeon performed the surgery under IFU, but after released the relay nbs plus, the stent graft, when it came to stage 4, pulled the tip back to the outer sheath, it was not smoothly, however, withdrew to the outer sheath before remove the delivery system, couldn't remove with the plus delivery system. The surgeon had to use a snare to capture the tip head cut the vessel open, caused an unnecessary damage to the patient, so the surgeon complaint about the quality of relay nbs plus. Patient outcome - unknown.